Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially it was reported that the ngen system displayed a "temp slope too high" error (full error code unknown). To troubleshoot, they reseated the ablation interface cables, rebooted the ngen, and exchanged the ablation cable. The issue remained. They exchanged the catheter and the issue resolved. The case continued. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-jun-2024, a hole in the pebax and a foreign material inside it was observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 21-jun-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-may-2024. The device evaluation was completed on 21-jun-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, temperature and impedance test and patency test of the returned device were performed following bwi procedures. Visual analysis revealed a hole in pebax and foreign material inside of it. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturers reference number: (B)(4).